Event description:
The following was reported to hamilton medical ag: ac power indication not showing in the machine loss of external power no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer 136101.